Event description:
Our affiliate is reporting to us that there have been 4 separate patient issues in which the patients were undergoing arthroscopic shoulder repairs in the beach chair position with the use of vapr iii generator for cutting and coagulation, mitek p90 electrodes and fms duo for fluid management; 3 of the patients sustained 1st degree burns, and one patient sustained 2nd degree burns, on their bicep/forearm/elbow area. For one of the procedures, suction was not hooked up to the p90; however, for the other 3 cases suction was hooked up. At least one the burns were noticed post surgery in the recovery room; the burns were treated with (B)(6). Dates and particulars of 3 out of the 4 cases are not known; this file represents the only issue with an event date; case 4 of 4. There are questions out for further information and clarity. Also see associated mdrs 1221934-2011-00386, 1221934-2011-00388, 1221934-2011-00389, 1221934-2011-00390, 1221934-2011-00391, 1221934-2011-00392 and 1221934-2011-00393

Event description:
Our affiliate is reporting to us that the patient was undergoing an arthroscopic shoulder repair in the beach chair position with the use of vapr for cutting and coagulation; the patient sustained 1st degree burns on their forearm/elbow. The burns were noticed post surgery in the recovery room. There are questions out for further information and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. The correct lot number has not been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.